Manufacturer narrative:
The device was received for evaluation. Visual inspection on the returned sample revealed a large single tear across the top seam of the bag under the hanger hole of the bag and approximately 2.50 inches in length. Functional testing was performed by filling the bag with tap water and leak was observed at the torn seam. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the top seam. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.